Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of the left prosthesis with abundant extracapsular fluid" and "irregular-edged prosthesis, with folds and loss of wall continuity" via us report. Device remains implanted.

Event description:
Healthcare professional reported "rupture of the left prosthesis with abundant extracapsular fluid" and "irregular-edged prosthesis, with folds and loss of wall continuity" via us report. Device remains implanted.